Manufacturer narrative:
Examination is not possible, as the device will not be returned, however photographs were provided. The photos show damage to the distal end of the tendon stripper. It appears that the device was impacted in some manner as the tube is partially flattened. Device has been in the field for nearly nine years without previous issues. Per the device IFU ¿prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure¿. No root cause related to the manufacture of the device can be established. No further investigation is required. (B)(4).

Manufacturer narrative:
Device is not being returned by the facility. (B)(4).

Event description:
During a hamstring graft procedure it was reported that the condition of the instrument was not in its original state. The loop hole was bent (not round as it should be), hence the damage on the hamstring graft. The graft was ripped into strands. The condition of the device was not checked prior. There was a short delay in the procedure. The size of the device the surgeon regularly uses wasn't available so he had to opt for another size as a backup. The patient was noted to be okay post-procedure.